Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a gradual increase in right atrial (ra) pacing lead impedances measuring 2,000 ohms. Technical services reviewed the device data and there were no observations of noise however, there are some non-physiologic appearing deflections. Technical services provided troubleshooting options and discussed possible causes. At this time, the system remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a gradual increase in right atrial (ra) pacing lead impedances measuring 2,000 ohms. Technical services reviewed the device data and there were no observations of noise however, there are some non-physiologic appearing deflections. Technical services provided troubleshooting options and discussed possible causes. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced and the right atrial (ra) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited a gradual increase in right atrial (ra) pacing lead impedances measuring 2,000 ohms. Technical services reviewed the device data and there were no observations of noise however, there are some non-physiologic appearing deflections. Technical services provided troubleshooting options and discussed possible causes. At this time, the system remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received which reported the cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced and the right atrial (ra) lead was surgically abandoned and replaced. No additional adverse patient effects were reported.